Event description:
In 05, the patient received a high reading of 425 mg/dl, not 400 mg/dl as was mentioned to the customer care agent (cca) one day earlier. She did not experience any symptoms at the time of testing and immediately contacted her physician for assistance. He advised her to continue to take her oral medication of (glucotrol xl 5mg). The patient did not go to the hospital and was not treated by a medical professional. The physician set up an appointment. The readings prior to the incident were "normal" for the patient. She received readings in the mid 200 range. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was not expired. The test strips failed twice using the control solution. Cca sent the patient a replacement meter and test strips.